Event description:
It was reported that the patient system wasn't "working wonders". The patient's system was replaced because he wasn't feeling the stimulation. Following the replacement the patient continued to have issues, but was able to feel stimulation and get symptom relief after making programming changes.

Manufacturer narrative:
(B)(4). Lead: model 3093-28, lot# j0428300v, implanted: (B)(6) 2004, explanted: (B)(6) 2012; extension: model 3095-10, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012; programmer: model 3037, serial# (B)(4).